Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she wore a tampon for approximately four hours and upon removal the tampon fell apart. She manually removed the pledget pieces and after removal she experienced constant vaginal cramps. The vaginal cramps did not subside and she began to experience a foul vaginal odor. She called her doctor and made an appointment to address the symptoms she was experiencing.